Manufacturer narrative:
Section b3: date of event is estimated. A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an unrelated back surgery where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.